Event description:
Patient called to report a product issue with her dexcom g7 receiver. Patient stated the device doesn't give off an audible alarm anymore if her sugar goes low, it only vibrates. Patient stated she hasn't had the warning sound in over a year now, but she received a letter yesterday from dexcom which told her to call and report the issue.